Event description:
A customer contacted stryker to report that the controls on the main keypad of their device were unresponsive. As a result, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. After replacing the keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
Corrected data: section b5, executive summary of the initial medwatch report indicates: there was no patient use associated with the reported event. Section b5, executive summary of the initial medwatch report should indicate: this issue is patient related; however, there was no adverse patient outcome reported. Section h11, additional mfg narrative of the initial medwatch report indicates: stryker evaluated the customer's device and was able to duplicate the reported issue. After replacing the keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Section h11, additional mfg narrative of the initial medwatch report should indicate: stryker evaluated the customer's device and was able to duplicate the reported issue. After replacing the keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Section h6, health impact code grid of the initial medwatch report indicates: no patient involvement, 2645 section h6, health impact code grid of the initial medwatch report should indicate: no health consequences or impact, 2199. Additional manufacturer narrative: stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
A customer contacted stryker to report that the controls on the main keypad of their device were unresponsive. As a result, defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse patient outcome reported.